Manufacturer narrative:
(B)(4). Batch # t5d78r. Investigation summary: the analysis found that one ec45a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Event could not be confirmed as the device opened and closed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. The following additional information has been requested: can you please explain provide more event details? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open? Also, the number provided, t4910u, is an invalid lot number. Can you please provide a valid six digit lot or batch number for the device?

Event description:
It was reported that during the endoscopic rectal surgery, after the device was fired, could not open the jaw. It is unknown how the surgeon removed the device from patient. There were no adverse consequences to the patient. No additional information could be provided.